Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown: (B)(6) has been used as a default.  There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a malfunction occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, consumer called to inquire what to do after she sets the needle on to the skin. When I asked for the reason if there is any issue, she stated she does not know if the insulin has gone inside. She stated she does the priming for 2 unites. And she sets the unit mark to 10. Explained her about the steps to inject the insulin. Also explained she needs to press the plunger (button) for injection and hold it for about 10 seconds. Advised her to contact her pharmacist or doctor to check if she still has a question regarding the steps. Consumer refused to provide her contact information and stated she will call her doctor. No product information available. No contact information available. "